Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 8 months. Device evaluation: the approximately 19.5¿ of the replaced external portion/distal end of the percutaneous lead (driveline)was returned. Continuity testing was performed on the returned portion of the driveline. All wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. Tape had been previously applied to the driveline covering numerous holes in the silastic sleeve. The tape and silastic sleeve were removed. Examination of the shielding and bionate revealed multiple areas of shield breakdown. The shielding and bionate were removed and examination of the underlying wires revealed a breach in the insulation of the red wire, adjacent to the metal/system controller connector. Further examination of the remaining wires in this area, revealed marks consistent with abrasion. The conductors of the red wire were exposed. The breach in the insulation of the red wire appeared to be the result of repetitive flexing of the driveline in this area. There was no evidence of mechanical damage such as crushing or pinching. No other insulation breaches were noted. The breach in the insulation of the red wire would have interrupted function as a result of the exposed conductors potentially contacting the braided shield and shorting to ground if the device was supported by the patient cable and power module. Following the repair, the patient¿s lvad system was placed on a grounded patient cable and continued to experience pump stop events. A second log file was submitted which captured the additional pump stop events while the lvad system was connected to the power module. Based on complaint history and similarly reported events, the events captured in the log file suggested that another wire along the driveline was compromised. This compromise, coupled with the breach found on the returned portion of lead, would have had the potential to stop the pump while the patient was supported by battery power, prior to the distal end repair. The report of a potentially compromised driveline can be confirmed based on the evaluation of the returned driveline. The patient was provided an ungrounded patient cable and remains ongoing on vad support with no further reported issues. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on battery and power module/patient cable support the patient¿s lvad system produced red heart alarms, low flow alarms, and a speed of ¿0¿ was noted. Reportedly there were 6 or 7 events on (B)(6) 2017. The patient was reported as asymptomatic with some flutter in chest. The submitted x-rays were reviewed by a representative of the manufacturer¿s technical services and revealed a bend/twist in the external portion of the percutaneous lead approximately halfway between the system controller connection and the skin driveline exit site. No internal x-ray was submitted. On (B)(6) 2017 technical services replaced the entire distal end of the percutaneous lead (driveline) without issue. Post-replacement the lvad system was placed on a grounded patient cable and no alarms occurred with several torso movements. The patient was to be monitored overnight for any alarms and discharged if none occurred. It was reported that there were additional alarms and pump stops. The patient was put on bedrest and the lvad system was supported on an ungrounded patient cable. Through review of the submitted log file, a representative of the manufacturer's technical services team confirmed the occurrence of the pump stop post-replacement on (B)(6) 2017 at 20:57 while supported by the power module. This indicated that the damaged section of the percutaneous lead was not in the external section that was removed. The patient was to be discharged home on the ungrounded patient cable.